Event description:
Customer called to report redness and itching at insertion site. The blood glucose reading 334 mg/dl. During troubleshooting, customer was asked if ambulance should be dispatched. Customer stated that she would drive herself to hospital. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.